Event description:
On (B)(6) 2015, the reporter (a nurse) contacted lifescan (lfs) (B)(4), alleging a lancet issue with her patient¿s onetouch delica lancing device. The complaint was classified based on the customer service representative (csr) documentation. The nurse alleged the incident with the lancing device occurred on (B)(6) 2015. She reported that she was unable to ¿cover the needle safely to eject the needle¿, despite both her and her colleagues having reviewed the owner¿s booklet. She alleged that because she couldn¿t cover the needle, she had to ¿take it out by hand or eject the uncovered needle¿. As a result, she alleged ¿the uncovered needle touched her skin¿ and she suffered a ¿needle stick injury¿. She reported, because the patient she was treating ¿had a high risk of hepatitis¿, she was given a hepatitis booster on (B)(6) 2015, by a healthcare professional. The csr noted that the issue remained unresolved after troubleshooting. This complaint is being reported because the nurse reportedly suffered a needle stick injury which required treatment by a healthcare professional after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.